Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("bladder/urinary problems- vaginal infection"), cyst ("other injuries/symptoms- cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on foot"), migraine ("migraines / headaches"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, cyst, vaginal haemorrhage, blister, migraine, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, blister, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) - results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included dysmenorrhea, vaginal bleeding and menorrhagia. Concomitant products included ethinylestradiol;etonogestrel (novaring) and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on foot"), migraine ("migraines / headaches"), tooth fracture ("dental problems/ broken teeth") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cyst ("other injuries/symptoms- cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems- bladder infection") and vaginal infection ("bladder/urinary problems- vaginal infection"). The patient was treated with topiramate (topamax) and surgery (she had ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, cyst, vaginal haemorrhage, blister, migraine, tooth fracture and dyspareunia outcome was unknown. The reporter considered abdominal pain, blister, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) - results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in a 39-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included dysmenorrhea, vaginal bleeding and menorrhagia. Concomitant products included ethinylestradiol; etonogestrel (novaring) and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on foot"), migraine ("migraines / headaches"), tooth fracture ("dental problems/ broken teeth") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced cyst ("other injuries/symptoms- cysts"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems- bladder infection") and vaginal infection ("bladder/urinary problems- vaginal infection"). The patient was treated with topiramate (topamax) and surgery (she had ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, cyst, vaginal haemorrhage, blister, migraine, tooth fracture and dyspareunia outcome was unknown. The reporter considered abdominal pain, blister, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) - results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: pfs received. Event tooth disorder was updated to tooth fracture. Medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), cystitis ("bladder/urinary problems- bladder infection"), vaginal infection ("bladder/urinary problems- vaginal infection"), cyst ("other injuries/symptoms- cysts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), blister ("rashes or skin conditions type: blisters on foot"), migraine ("migraines / headaches"), tooth disorder ("dental problems") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (she had ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, cystitis, vaginal infection, cyst, vaginal haemorrhage, blister, migraine, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, blister, cyst, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: previously reported insertion date was (B)(6) 2012 (discrepancy noted in essure insertion date) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.. Imaging procedure - on an unknown date: essure confirmation test(s) conducted (unspecified) - results not provided.. Most recent follow-up information incorporated above includes: on 8-nov-2019: reporters, patient demographics, history drug were added. Lot number added. Added events abnormal bleeding (vaginal), rashes or skin conditions type: blisters on foot, migraines / headaches, dental problems, dyspareunia (painful sexual intercourse). Updated event menorrhagia. Event genital bleeding was updated to incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.